Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. Baseline imaging was performed and revealed no effusions. Transseptal puncture was performed and then an amplatz super stiff guidewire was advanced. While manipulating the wire in the laa, a small pericardial effusion occurred. The patient was monitored for a bit and did not have any symptoms. The physician opted to proceed with the closure procedure. A watchman access system was positioned in the laa and a watchman closure device was successfully deployed and released. The effusion was monitored throughout the procedure. There was no increase in the effusion during use of the watchman devices. The patient remained asymptomatic and no intervention was performed.